Event description:
Repositioning pin fractured off in patient's zygoma during case.

Manufacturer narrative:
Actual device not evaluated, because the device is not available to stryker. Evaluation will be conducted and reported in the follow up.